Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5:30pm on (B)(6). The patient reported obtaining blood glucose readings of 84, 114 and 139mg/dl. The time difference between these results exceeded 20 minutes therefore lifescan is unable to determine an inaccuracy. The patient manages their diabetes with a combination of medication, including metformin and novalin. The patient reported developing symptoms of "sweaty, nervous and shaky" sometime after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.